Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm while trying to prime the device. The customer's blood glucose level at the time of incident was 156mg/dl. The customer states the drive support cap is protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. No prime alarm noted. The insulin pump had minor scratched on lcd window, cracked case near display window corners and cracked reservoir tube lip.